Event description:
It was reported that the lead had >10,000 ohms impedance for all eight electrodes. It was noted that all electrodes were checked to determine if the patient felt any paresthesia despite the high impedances with no success. Symptoms included less than 50% therapy relief at an unknown location. The patient did not report falls, near falls, motor vehicle accident (mva) or anything else that could have damaged the lead. The patient had an appointment with the stimulation manager on (B)(6) 2013 for x-rays to determine if there were any evident disconnections. The patient had two other quad leads implanted subcutaneously over right and left sacroiliac (si) joint. It was noted that the patient had adequate paresthesia from those electrodes. It was further noted that action would be determined after (B)(6) 2013 appointment. Diagnostic testing or troubleshooting included reprogramming. Additional information received, reported that there was no evident lead fracture. The healthcare professional (hcp) was considering possible fluid collection in implantable neurostimulator (ins) plug-in channel. It was noted that they gave time to see if the problem resolved itself without surgical intervention. The patient had therapeutic paresthesia for lower back pain (lbp) using subcutaneous leads only and so the hcp recommended the patient use group programs that utilize those leads. It was recommended that the patient activate the epidural lead periodically to see if they sensed paresthesia. The patient would be seen (B)(6) 2014 for assessment.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v778280, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v568022, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).